Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: all of the buttons on the keypad responded properly to button presses and were functional. The keypad was torn around the ok button and was exposing the button contact. There was no contamination found under the button contacts when the keypad was removed. Unrelated to the keypad complaint, the display screen was dim and discolored at the maximum contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reporter stated that the ok button on the pump was intermittently responding. Reporter also stated the rubber on the ok button was coming off, but is intact on the rest of the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.